Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the patient has pain in groin, at incision, buttocks, and front leg. An MRI and bloodwork has been scheduled to determine if revision is needed. Additional information received indicated that the patient underwent revision surgery on (B)(6) 2012.